Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient was not able to administer any extra boluses due to the empty reservoir alarm. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a sales indicated that the patient had a medical history that included spinal fusion with l aminectomy, repeat spinal fusion with laminectomy (2006), wound infection in the groin resulting in endocarditis, localized osteoporosis in the pelvic region (2009) that caused multiple closed fractures in the pelvis, a lot of pain in the lower back (1997) that rad iated into the groin, use of a walker and injections in the right sacroiliac joint and osteoporosis( (B)(6) 2009). The patient's concomitant products included the following oral medications: hydromorphone 4 mg tablet at 1 or 2 tablet/day ((B)(6) 2017, (B)(6) 2017) and 1 or 2 tablet every 4 hours as needed ((B)(6) 2017), levorphanol tartrate 2 mg at l tablet/day ((B)(6) 2017), movantik (naloxegol) 25 mg at 1 tablet by mouth 1x/day ((B)(6) 2017), (B)(6) ER (morphine) 60 mg at 2 tablet ((B)(6) 2014, (B)(6) 2015) and at 2 t ablets in morning, 1 tablet in afternoon and 2 tablets at night ((B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016), namenda (memantine) 10 mg at 1 tablet/day ((B)(6) 2017), opana (oxymorphone) 10 mg at 2 tablets/ day ((B)(6) 2014, (B)(6) 2014, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016), oxycontin (oxycodone) 60 mg at 1 tablet/day ((B)(6) 2016, (B)(6) 2017, (B)(6) 2017) and 1 tablet every 8 hrs ((B)(6) 2017), zofran (ondansetron) 8 mg at 1 tablet/day ((B)(6) 2014). Additional concomitant products included lidocaine 5% ointment at a small amount to affected area ((B)(6) 2014). It was reported that the patient had a lot of increased pain, a moderate-severe antalgic gait (and use of a walker), moderate tenderness in the lumbar spine midline at l3-5 and off midline bilaterally at l3-l5 in a symmetrical distribution in the paraspinous muscles. Current problems at that time included sacroiliitis, other intervertebral disc degeneration in the lumbar region, low back pain, post laminectomy syndrome, slow transit constipation, cervicalgia, and spondylosis without myelopathy or radiculopathy in the cervical region. The hcp was not satisfied with the current pain management and noted the combination of medications was not working out very well for the patient. The pump was accessed and 4ml of solution was emptied from the pump. The pump was then refilled and the pump was programmed to deliver the previous noted medications. The patient was also prescribed hydromorphone 4 mg tablets at 1-2 tablets by mouth every 4 hours as needed for chronic intractable pain, movantik 25 mg tablet at 1x/day by mouth for severe opioid induced constipation, and oxycontin (oxycodone) 60 mg extended release tablet at 3x/day by mouth for chronic intractable pain. A follow up appointment was scheduled for (B)(6) 2018 (also reported as (B)(6)2018). No add itional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 25mg/ml bupivacaine at 14.64mg/day, 150mcg/ml baclofen at 87.86mcg/day, and 35mg/ml morphine at 20.5mg/day via an implantable infusion pump for failed back surgery and spinal pain. It was reported that the patient missed a refill and the empty reservoir alarm went off. It was also reported that there was still 4ml of drug in the pump when it was expected there would be 0ml. The patient was having issues with pain. No further complications were anticipated/reported.